Event description:
Customer called lfs in 01/02 alleging customer's ot basic meter was giving insert strip messages and customer was unable to test. Customer was using expired strips and solution. On the day of the event, customer was feeling ill, customer was nauseous and vomiting. Customer was unable to test on the meter because of repeated insert strip messages, customer's spouse took customer to the emergency room where they obtained two readings of 151 mg/dl and 142 mg/dl. Customer was given a shot of insulin and kept overnight for observation. Customer stated customer's diagnosis was high blood sugar. They also performed kidney function tests.